Manufacturer narrative:
Product code: intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with spinal stenosis and underwent anterior cervical discectomy and fusion (acdf) on c5-c7. During surgery, the locking mechanism of the implant broke and got separated from the implant when the surgeon attempted to turn it. No fragments were left in the patient. No patient complications were reported as a result of the event.